Event description:
This lead was implanted on (B)(6) 2000 and was cappped/sealed on (B)(6) 2012 due to lead failure. The information was received on january 7, 2013. The physician was dr. (B)(6) in (B)(6) hospital in (B)(6), canada. No additional information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).